Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation. It was duplicated the reported phenomena. It was found cp board failure which caused that the touch panel and the image of the subject device were not displayed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc and a thing which there was no abnormality at the time of shipment from DHR omsc surmised there was the possibility these phenomena were attributed to accidental cp board failure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the touch panel and the image of the subject device were not displayed at preparation for use. Since those malfunctions were occurred, the user could not inspect the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.